Manufacturer narrative:
Results - visual inspection of the returned product showed that the lens was torn in half and a haptic was torn off and missing. There was clear surgical residue on the lens. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon inserted a three piece silicone lens and the lens tore upon insertion. The posterior capsule was damaged. The incision was enlarged to remove the lens and a vitrectomy was performed. Sutures were required after an acl was implanted. The reporter stated the capsule tear was the result of a pre-existing condition and not related to the lens. This is one of two lenses inserted into this pt (see 2023826-2008-00672).